Event description:
We received a component sample for investigation. The customer asked if this is normal wear or another implant failure.

Manufacturer narrative:
The device history record shows no deviations from our specifications. Visual investigation of complaint sample: the rotational uhmwpe bushing is broken. There is no further investigation possible because of too less info. The customer was contacted for more info like x-day images etc. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr 803.